Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported " shuts down" which was not reproduced. A review of the event history log could not be identified reported allegation. The device is no longer in its received condition and the opportunity to evaluate for the reported symptom is lost. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.